Manufacturer narrative:
The customer reported that the system displayed a system message (sm) ¿red stop sign.¿ the system then locked. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on june 6, 2001. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit displayed a system message and locked during a vitrectomy procedure. The case was not completed. The patient required a second procedure to complete the surgery.

Manufacturer narrative:
The customer reported that the system displayed a system message (sm) - [red stop sign]. Further information obtained states that the reported event occurred during a procedure. The procedure was not completed. A service request (sr) was opened on july 17, 2015. At the time of this investigation, september 8, 2015, the sr remains open. No service has been performed to date. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. In this instance, the operator aborted the procedure to preclude any harm to the patient. The system was manufactured on june 6, 2001. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).